Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received multiple inappropriate shocks for normal sinus rhythm. Therapy was exhausted in the third episode. A boston scientific technical services consultant documented the clinical observations and reviewed the device data and programming with the caller. No adverse patient effects were reported.